Event description:
The pt is pursuing a product liability claim arising out of the use of durom acetabular cup. It was reported by the pt's counsel that his client received a durom acetabular component 54/48 code n, felt hip, on (B)(6) 2007 and due to loosening of the cup, underwent revision surgery on (B)(6) 2009.

Manufacturer narrative:
This case was reopened on (B)(6) 2013, as it is now a legal case. The manufacturer did not receive devices or x-rays for review. Surgical reports for implantation and revision surgery were received. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Since this case is related to the issue for which zimmer implemented a corrective action there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer reference number (B)(4).